Event description:
When injecting insulin, the pen is to click to confirm injection and this doesn't happened routinely without pushing the plunger a number of times (6-10 times) per each injection, this pen is to be for increased convenience and it can't deliver the insulin in a convenient manner. Without the clicking of the plunger the insulin is not delivered to the full dose. Then when insulin increased, a large amount of insulin might get injected into pt resulting in a hypoglycemic effect, then when the insulin not delivered a high blood sugars are recorded.